Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 25-jun-2018 with the following findings: a review of the black box and alarm history showed multiple call service 052 slave communication alarms. The battery compartment and cap were undamaged and able to fit securely. Evidence of moisture corrosion was observed on the display screen inside the pump. The leak test failed due a display lens leak. The pump powered up to a call service sleep error alarm upon start up. The reported call service 052/054/sleep complaint was duplicated. The pump cover was removed to find further moisture corrosion to the printed circuit board and to the continuous glucose monitoring module.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.